Manufacturer narrative:
Reported event: one of the end effectors has the back engagement knob broken off. Device evaluation and results: visual inspection: visual inspection confirms a sheared off 202866 hip release knob. Various ding marks are seen on the 206997 hip end effector base. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection. Functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate 15 devices were manufactured and accepted into final stock on 09/25/2014 including serial number (B)(4) complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19090214 shows 2 additional complaints related to the failure in this investigation. Pr 1089260 and 1141795 conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
One of the end effectors has the back engagement knob broken off. The impaction platform is stuck on the impactor shaft which is inside the other end effectors therefore we can't take the piece apart and effectively use. We will also need an inline offset impactor shaft as we have ours stuck inside the end effector due to the impaction platform being stuck on and unable to take apart.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
One of the end effectors has the back engagement knob broken off. The impaction platform is stuck on the impactor shaft which is inside the other end effectors therefore we can't take the piece apart and effectively use. We will also need an inline offset impactor shaft as we have ours stuck inside the end effector due to the impaction platform being stuck on and unable to take apart. Impossible for me to see the serial number as the part is inside ee. Type of case: tha.